Manufacturer narrative:
Additional devices listed in this report: cat # 71-4109l, lot # 05ampa, description: scorpio ps femur waffle w/lfit. Cat # 73-2710, lot # 11ecaax1, description: scorpio c-dome patella. Cat # 7115-0007, lot # t05s1010, description: series 7000 standard tibia. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Device evaluation not performed, device was not returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. The root cause analysis in other events showed that instability following knee arthroplasty may result from other factors not necessarily related to the device, further information is needed to determine root cause in this event.

Event description:
It was reported that the surgeon revised the patient's left knee due to global instability.

Event description:
It was reported that the surgeon revised the patient's left knee due to global instability.